Manufacturer narrative:
(B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Event description:
It was reported that the pump alarmed, indicated a gas leak. A small amount of blood was found in the patient's helium tube. As a result, the iab was removed. After removal, the patient was in good condition, and another catheter was not inserted. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). No serial number was reported. The serial number on the returned sample is dy11443. The lot number (18f21d0037) reported on the complaint report matches the lot number for the returned sample. Returned for investigation was a 40cc 8.0fr rediguard intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a carboard box and was in a yellow bio-hazard bag. Upon return, the distal end of the teflon sheath was noted at approximately 26.5cm from the iabc distal tip. The one-way valve was tethered to the short driveline tubing. The iabc bladder was fully unwrapped. Small spots of dried blood were noted on the exterior surfaces of the returned iabc as well as within the helium pathway. The customer photo and video were reviewed. They showed blood in the helium pathway of the iabc, which is consistent with the reported event. The bladder thickness was measured at six points with measurements ranging from 0.0066in-0.0071in and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system d ocument q-96. The catheter was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested and a leak was immediately detected from the bladder membrane. Under microscopic inspection, abrasions were observed from approximately 26.4cm to 26.7cm from the iabc distal tip. A full thickness abrasion to the bladder was confirmed at approximately 26.4cm from the iabc distal tip and the appearance was consistent with repeated contact with calcified plaque on the aortic wall. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 34.9cm, 43.8cm, 54.0cm, 59.7cm, and 61.4cm from the iabc distal tip. The guidewire was able to advance through the central lumen. No blood or debris were noted. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 22.1cm, 22.9cm, 31.1cm, 40.9cm, and 50.1cm from the iabc luer end. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of iab blood in helium pathway is confirmed. The intra-aortic balloon catheter (iabc) bladder had a full thickness abrasion, which caused the blood to enter the helium pathway. The appearance of the abraded area is consistent with repeated contact with calcified plaque on the aortic wall. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The root cause of the bladder leak is related to patient condition. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported that the pump alarmed, indicated a gas leak. A small amount of blood was found in the patient's helium tube. As a result, the iab was removed. After removal, the patient was in good condition, and another catheter was not inserted. There was no report of patient complications, serious injury or death.

Event description:
It was reported that the pump alarmed, indicated a gas leak. A small amount of blood was found in the patient's helium tube. As a result, the iab was removed. After removal, the patient was in good condition, and another catheter was not inserted. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn# (B)(4). No part was returned to teleflex chelmsford for investigation. The reported complaint of iab blood in helium pathway is confirmed based on the photo and video provided with the complaint. If the product is returned at a later date, a full investigation of the sample will be completed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.